Event description:
It was reported that the customer had air bubbles that caused her blood glucose level to go high and the pump did not alarm a no delivery even after an attempt to bolus. Customer tried the sensor for 6 months and switched over to dexcom. Customer declined troubleshooting. Customer stated that she used the mios and often hit areas of the body that caused bleeding. Customer had to change out the sets again. Customer was advised of possibly hitting a capillary. Customer's blood glucose level was 95 mg/dl. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.